Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
It was reported that the patient woke up on (B)(6) 2016 at 04:00 with a high blood glucose reading of 34 mmol/l which was obtained on her aviva combo meter. Patient's meter and pump were not communicating due to a power concern with her pump. Patient was admitted to the hospital at 06:00 with a blood glucose level of 34 mmol/l, which was obtained from an unknown hospital meter. Patient was diagnosed with ketones, but does not know the ketone reading. Patient received insulin via an IV, the name and amounts are unknown. Patient was also given a second medication via IV, medication name and amount is unknown. Patient is still currently in the hospital. The infusion device was requested to be returned for product evaluation.